Manufacturer narrative:
The patient¿s historical data including waveforms, alarm history and trend information was reviewed by a spacelabs lead software engineer. Findings confirm the presence of numerous alarm records for asystole, pause, low rate and extreme low rate during the time period in question. There is no evidence of product malfunction. This report is considered final and the issue is closed.

Manufacturer narrative:
Onsite investigation verified operation of the involved devices. Alarms were verified as occurring both on the bedside monitor as well as central monitor. Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 a bedside monitor did not alarm for pauses and low heart rate during patient use. No one was injured as a result of this event.